Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was lasting less than four weeks. The pump was allegedly emitting low battery warnings with code 177. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/02/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/14/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box revealed a low battery warning on the event date, as well as evidence of a partially discharged battery installation. During testing, the battery cap did not secure properly to the pump due to damaged cap threads; however, the pump powered on properly and a power loss was not observed. The battery compartment was observed to be intact. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. Unrelated to the complaint, the display screen appeared dim and discolored.